Manufacturer narrative:
Additional device information: unique identifier (UDI) # (B)(4). Concomitant medical products and therapy date: detail of product item number: 00801802801, item name: femoral head sterile product do not resterilize 12/14 taper, lot #: 64009465. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to skin redness and slight tenderness surrounding the incision site in less than a month post-surgery.

Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: infection. Review of event description: it was reported that the patient was implanted with a total hip prothesis on (B)(6) 2018. The versys femoral head was revised on (B)(6) 2018 (see split case with (B)(6) (B)(4), MFR 0002648920-2018-00728). The wagner stem remained implanted. Diagnosis mrsa. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. The wagner stem remained implanted. Review of product documentation: compatibility: it was identified competitors products were used in conjuction with zimmer biomet products and zimmer-biomet has not assessed or confirmed the compatibility of these combinations of devices. Root cause analysis: root cause determination using rmw: non-sterile device is implanted due to sterilization process failure? Not possible, a systematic issue with the sterilization process would have been detected as part of the issue evaluation assessment. Moreover, the sterilization certificate for this lot has been reviewed and confirmed that the implant has been sterilized according to specifications. Non-sterile device is implanted due to contaminated device due to packaging failure? Not possible, a systematic issue with the packaging design would have been detected as part of the issue evaluation assessment. Moreover, the manufacturing documents have been reviewed and were found to be according to specifications. Non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage. Possible, as the handling and storage of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. Non-sterile device is implanted due to the user is using an inadequate re-sterilization procedure? Possible, as it cannot be excluded based on the available information. It is unknown whether the information given in the packaging insert IFU chapter resterilization information has been followed. Non-sterile device is implanted due to implant is in contact with non-sterile items during handling in the operating room? Possible, as it cannot be excluded based on the available information. It is unknown whether the information given in the packaging insert IFU chapter: sterility, resterilization information and storage and handling has been followed. Non-sterile device is implanted due to explanted implant is used for new implantation surgery? Not possible, there is no indication that the implant has been reused. Conclusion summary: it was reported that the patient was implanted with a total hip prothesis on (B)(6) 2018. The versys femoral head was revised on (B)(6) 2018. The wagner stem remained implanted. Diagnosis mrsa. Manufacturing quality record of the product shows that released components met all the requirements to perform as intended. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this part or lot number. Therefore, it is highly unlikely that a disadvantageous product design or processing favored or contributed to the infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Nevertheless, an infection can have numerous root causes. Possible causes of infection include wrong handling of device due to wrong information, wrong resterilization procedures for sterile delivered parts or packaging failure during transportation. However, as the wagner stem has not been revised, it is highly unlikley that it has caused or contributed to the infection. Zimmer-biomet has not assessed or confirmed the compatibility of the implanted combination of devices. It is unknown whether this off-label usage may have caused or contributed to the infection. Based on the available information, an exact root cause for the infection could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(6).